Event description:
Reportedly, the donut on anvil side was not complete. Doctor viewed the staple line and noticed a large hole (he could almost stick his finger through). Current patient status is ok. But needed to convert to a colostomy. Ultimately, the patient received a colostomy bag. To transect / resect the failed staple line, used another eea to complete the anastamosis. It failed as well. Finally opened and gave the patient a bag. Surgeon did mention that the patient's tissue was very weak. Procedure: lap.